Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited decreased r-wave and intermittent loss of capture. The chest x-ray revealed that the rv lead was dislodged. The rv lead was repositioned and fixed on (B)(6) 2023. The patient was in stable condition throughout the procedure.